Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. The patient alleges coughing sneezing and having nasal problems. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was not returned to the manufacturer. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. The patient alleges coughing sneezing and having nasal problems. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h and d: date return and device aval for evaluation, evaluation method code, evaluation results code and conclusion code grid has been updated.